Event description:
It is reported that during surgery in 2007, the doctor implanted a glenoid base plate and prepared to put locking screws in. He drilled the first hole and the 2.6mm drill bit tip broke off and stayed in the body after trying to get it out for 30 minutes. The drill bit seemed to go in smoothly and the doctor did not move his hands in any direction that would put stress on the bit. A post-op x-ray revealed the drill bit ended up in soft tissue. Device remains implanted.

Manufacturer narrative:
Evaluation summary: breakage might have been caused due to application of high torque along with bending/deflection during use. Exact cause analysis can not be determined with certainty. No product was returned for evaluation. No lot number was provided; therefore, device history records could not be reviewed.